Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive and became frozen on the 1,2,3 screen. Subsequently, the pump reset unexpectedly. The customer's blood glucose level was 134mg/dl. Reportedly, the customer loaded a new cartridge onto the pump and resumed insulin delivery.